Event description:
Caller reported that their pump screen was dark and would not turn on. There was no reported impact to the caller's blood glucose level, as the caller declined to provide this information. Technical support instructed the caller on troubleshooting steps, including confirming the pump was not plugged into a power source and using a known working charging supply, but the pump did not turn on. As a resolution, the pump was set to be replaced. The caller reverted to an alternate method of insulin delivery.